Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(6) provided the following information: low impedances of less than 200 ohms and pocket stimulation present with atrial pacing. Also unable to insert stylets into lumen. Lead was capped. Update 04. Jan 2017: the experience took place after pocket closure while the implant was active. It appears that the lead was implanted on (B)(6) 2016, later experienced to low impedance and pocket stimulation issues, and then was capped on (B)(6) 2016. The lead insulation damage and inability to insert stylets into the lead lumen were also noted at that time.